Manufacturer narrative:
Patient information is unavailable from site. Device serial and lot number are unavailable. A manufacture representative went to the site to perform visual and functional testing. It was found that the straight lumbar probe was damaged due to hammer impact on the handle. No parts were returned for analysis. Device manufacturing date, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device post-operatively of a spinal fusion. It was reported that the probe was blocked after surgery. There was no impact to the patient.